Event description:
Being hospitalized for dka. It was stated that customer was vomiting and did not change set after receiving 2 consecutive high blood glucose levels. Customer reported feeling ill the day prior to hospitalization but did not check blood glucose levels. Troubleshooting performed and pump appeared to be operating normally.